Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that the balloon ruptured. A 6.0 x 150mm, 90cm ranger paclitaxel-coated pta balloon catheter was selected for a patient procedure in the right superficial femoral artery. The patient had peripheral artery disease. The lesion was severely tortuous, 99% stenosed, and moderately calcified. During the procedure, inside of the patient, the balloon ruptured at 10atm during the first inflation. The shape of the rupture was a pinhole. The device was removed without any problems. The patient was in good condition after the procedure. No patient complications were reported. The procedure was completed with a different device.